Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified artery in the left forearm. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atm upon second inflation. The device was removed without any problem with the usual method and the procedure was completed with another of different device. There were no complications reported and the patient was in good condition after the procedure.